Event description:
It was reported that a tip detachment occurred. The target lesion is unknown. A kinetix¿ plus guidewire was advanced when it was noted that the tip of the wire broke off inside the patient. The physician was able to remove the tip through snaring and proceeded with the intervention. No patient complications were reported and the patients status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).